Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/07/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/18/2015 with the following findings:the pump was found to power on to a blank display screen. The pump was opened and no damage was found to the display screen. A test display was inserted into the pump and the test display was found to be working appropriately. The display screen flex was suspected to have failed.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.